Manufacturer narrative:
The sample was primary serum and collected in a separator sample tube. A field service engineer (fse) was dispatched for this event. The fse indicated that the primary tube gel was found in the sample probe and the wash collar on the modular chemistry (mc) side (glucm) of the instrument. The fse cleaned up the instrument. The fse also noted all primary sample tubes were completely covered with a bar code so the operator cannot determine the required minimum sample volume in the tube prior to loading onto the instrument. Root cause appears to be known pre-analytical poor sample preparation issues.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I indicated one patient did not match when running in duplicate mode on the unicel dxc 800 pro synchron chemistry analyzer. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.